Manufacturer narrative:
The technician found the nurse control board was causing the hydraulic pump to run continuously. The technician replaced the nurse control board to repair the bed.

Event description:
Information received indicates when the bed is plugged in, the bed goes up and continues to run unintentionally.